Event description:
It was reported that pump battery was depleting faster than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no confirmation of the reported battery issue was possible, and no additional information was received regarding the outcome of the event.